Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that the insulin pump showed that she had active units of insulin on board despite not having eaten for five hours. She stated that she had high blood glucose readings since she started using the insulin pump. The blood glucose readings had been around 300 mg/dl and 400 mg/dl. Nothing further was reported.